Event description:
It was reported via medwatch report that two recent events with the radial artery catheters at the time of removal. The first event occured at the time of removal, during the summer of this year. The removal was completed by a trained rn. The rn did not report any difficulty while removing, but noted that a small piece of the catheter was retained. X-rays confirmed a small piece remained. Vascular and hand surgeons were consulted, determined no risk posed to the pt and that the pt will follow up with vascular. The second event occurred in the fall of this year. Another trained rn noted no difficulty while removing but saw the catheter was twisted after removal. The entire catheter was removed and twisting was noted upon visual inspection.

Manufacturer narrative:
(B)(4). The second event described by the hospital is not a reportable event per MDR requirements. The event however has been documented in our complaint system. Sample will not be returned.